Event description:
It was reported the patient received an alert for out of range hv lead impedance. Upon review of remote transmission, high, out of range hv lead impedance was observed. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.